Event description:
During an acl reconstruction, the screw was difficult to insert into the tibial tunnel. The surgeon used a posterior tibialis allograft. Patient was a middle aged female. Graft was inserted into the tunnel and the surgeon attempted to insert a screw one size larger than the tunnel. The surgeon did not notch or tap the tunnel before inserting the screw and the graft tore. The surgeon probed the tunnel/graft area and removed the torn graft. Three fourths of the screw length had been seated in the tunnel before it was removed. The screw was observed to have no threads remaining on removal. A second allograft and staples were used to complete the repair. It was confirmed that a two-hour delay resulted.